Event description:
It was reported that "while drilling holes in skull bone flap, two drill tips broke off. Broken tips were both found. It was felt by the staff that the collet was bad and was removed from service. Staff said the drill got hot at the end and burned a hole in the drape." No patient impact was reported. On follow-up, it was noted that the surgeon was drilling suture holes in the flap on the back table. It was confirmed that there was no patient impact.

Manufacturer narrative:
(B)(4). Jaws prior to sending. The device back to ees for evaluation, the customer sent the device to a testing laboratory for a third party analysis: the results are as follows: the laboratory technician attempted to fire the device without success. The clip applicator would not fire at all, however, the tips did not appear to be stuck together as the report states. The analysis results of the device found that it was received with jaws in the closed position. The trigger was manually assisted in order to open the jaws without any difficulties noted; one pear shaped clip was released. Upon firing of the device, the remaining clips were conforming according to our manufacturing specifications. In addition, the device locked out as intended but the orange indicator was not completely visible. This finding is not related with the incident reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that the device was used during a laparoscopic hernia repair. The device failed to work. No clips were deployed when used internally. Device removed, one clip successfully deployed, but then the tips of the device stuck together. Another device was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.